Event description:
It was reported that unacceptable threshold was seen at different positions of the lead. It was also noticed that there was some discontinuity about 15cm from the connector end of the lead. The lead was not implanted and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead analyzed.